Manufacturer narrative:
The insulin pump was received with a frozen screen due to a corroded electronic assembly. A corroded motor assembly was also noted during visual inspection.

Event description:
The customer called to report fluid underneath the liquid crystal display screen. The customer stated that the insulin pump was not dropped or bumped. Advised the customer that the insulin pump would be replaced. No thing further was reported.